Event description:
During the implant procedure, while positioning the atrial lead it was noted that the stylet was difficult to insert. It was also noted that the helix of the lead would not full extend. The lead was exchanged and a new one was implanted. The patient was stable with no adverse consequences.

Manufacturer narrative:
As received, a complete lead was returned in one piece with the stylet inside the lead lumen. The stylet was removed with a slight difficulty. Visual inspection of the lead revealed no anomalies. A stylet could not be fully inserted due to the clogged blood/body fluids observed in the inner coil at the distal region of the lead. Further analysis revealed that the helix could not be extended from the connector pin due to the helix being clogged with blood/tissue and the inner coil over torqued at the connector region, consistent with procedural damage. After cleaning, the helix was able to extend and retract by applying torque directly to the inner coil at short length. The full helix extension length was measured within product specification. The cause of the reported event of helix would not extend was isolated to the helix being clogged with blood/tissue and the inner coil being over torqued, consistent with procedural damage.